Manufacturer narrative:
On march 12, 2026, the mentor analysis lab received the suspect medical device for evaluation. On march 20, 2026, mentor completed an evaluation on the returned device. Device evaluation: mentor then conducted visual inspection, leak testing and microscopic examination of the device. Visual analysis of the returned device revealed that the breast implant was found to have bubbles within the gel. Leak testing was performed, according to the mentor procedure, and it revealed four (4) punctures on the posterior view, all measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the punctures, and parallel striations were found in the whole area of the punctures. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 545cc mentor memorygel boost breast implant prosthesis. Post-operatively, the patient was diagnosed with left breast baker grade iii capsular contracture during a physical exam. As a result, the patient underwent left-sided exchange on (B)(6) 2026.